Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. It was also received with cracked display window corner, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump would not exit the preparing to prime loop. Customer's blood glucose value was 114 mg/dl. She was advised to hold down the act button until receiving a second series of beeps and/or numbers appeared on the display. She stated that she did not receive the beeps and numbers did not appear on the screen. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.